Event description:
A nurse reported to baxter (B)(4) on (B)(6) 2011 that a continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis following peritoneal dialysis(pd) therapy with extraneal solution using the device. The nurse reporter stated that the connection of both systems was not very strong. Causality was given by the nurse as a disconnection of the device with repeated re-fixing by the patient.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). On 19july2011, the following information was documented in the file as received by baxter (B)(4) from 3 individual sources regarding lab analysis results and the recurrence of this peritonitis event: on 21jun2011, a healthcare professional reported that culture results of the pd dialysate were positive for staphylococcus epidermidis. Due to the nature of this organism, this event of peritonitis was re-assessed as unrelated to the extraneal solution, and instead possibly related to a handling- user error by the hp. On 06jul2011, a baxter sales representative reported that the hp presented again with the same staphylococcus epidermidis organism and the hp has not yet recovered. Treatment was unknown as was any hospitalization. The plan was to remove the hp's pd catheter at the time of the report. On 19jul2011, correspondence with the hp's nephrologist (md) reported that on (B)(6) 2011, the hp experienced cloudy peritoneal dialysis (pd) effluent and felt ill. A diagnosis of bacterial peritonitis was made on (B)(6) 2011 per laboratory analysis. The hp did receive unspecified treatment. At the time of this report, the hp's symptoms were ongoing. The md gave causality to the continuous ambulatory peritoneal dialysis (capd) disconnection where the hp was re-fixing the extraneal solution bag and the uv-flash connection. Baxter's evaluation results per the engineering quality review determined that this complaint of disconnection could not be confirmed in the lab due to the lack of a sample. The lot number was unknown, therefore a batch review was not performed. The root cause of the connection issue was undetermined due to insufficient information. The labeling review determined that there was no user error suspected that caused the disconnection, however after the disconnection occurred, the user reportedly reconnected the supplies. Per the direction insert, the device is for single use only. Reuse may lead to contamination. This label review found that the labeling was adequate for the reported user error-poor aseptic technique in this complaint.

Manufacturer narrative:
(B)(4). Follow up information was received on (B)(6) 2011 from the patient's nurse who provided specific dates and treatment for the events. The nurse stated that the patient's initial symptoms began (B)(6) 2011. Antibiotic treatment was then initiated until (B)(6) 2011. On (B)(6) 2011, the patient experienced a recurrence of peritonitis and received treatment until (B)(6) 2011. On (B)(6) 2011, the patient experienced the third recurrence of peritonitis. Antibiotic treatment was initiated until (B)(6) 2011. The peritoneal dialysis (pd) catheter was subsequently surgically removed on an unreported date. The patient had not yet recovered at the time of this report.